Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Toothbrush head slowly vibrates off the main toothbrush, it falls off [device breakage]. No adverse event [no adverse event]. Case description: a consumer reported that while using an oral-b professional care rechargeable toothbrush (oral-b 3d excel), the oral-b brushheads, version unknown slowly vibrate off the main toothbrush. They fall off if they are not held tightly in place with a finger while brushing. The consumer stated he or she had the oral-b 3d excel toothbrush for years, and the brush heads have been vibrating off for at least the last 3 years. No symptoms developed.